Event description:
The customer reported that the unit stayed in analyze while use on a pt in AED modes. The customer does not allege that the device was a factor in the pt outcome.

Manufacturer narrative:
The customer reported that the unit stayed in analyze while use on a pt in AED modes. The customer does not alleged that the device was a factor in the pt outcome. The unit was evaluated at philips. The device passed all testing. Review of the event file and symptom reported by the customer supports that this is a configuration issue for this customer. The customer was contacted regarding this configuration issue. We are considering this a user error and not a malfunction.